Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: operative report for exploratory laparotomy in 1993 were not provided.] [Missing records: operative report for right inguinal hernia repair in 2003 were not provided.] (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: history of abdominal wall hernia repair. Need for robotic prostatectomy. Postoperative diagnosis: adhesions of the omentum to the previous mesh repair. Operation: diagnostic laparoscopy with lysis of adhesions. Findings: ¿adhesions of omentum to the previous mesh, mesh is in good position. Indication: the patient is a jewish gentleman, who is a patient of dr. (B)(6), who requires a prostatectomy and would benefit by the robotic approach if at all feasible. I have been asked by dr. (B)(6) to perform a diagnostic laparoscopy and adhesiolysis if necessary to see if a robotic prostatectomy will be feasible or whether or not the patient should have an open prostatectomy. Procedure: the patient was taken to the operating room by dr. (B)(6). He was positioned, prepped and draped by dr. (B)(6) and his team. I began the operation with a left subcostal incision. The veress needle was inserted, and the abdomen was insufflated without difficulty. A 5 mm verastep was placed, and a 5 mm 30-degree scope was inserted. On surveillance of the abdomen, the patient¿s previous composite mesh could be seen at its edges with the mass of omentum stuck up to the anterior abdominal wall. An 8-mm robotic trocar was placed in the location that would be in the left gutter that would be amenable to use by dr. (B)(6). This was placed under direct visualization. Cold scissors were then used to dissect the omentum off the mesh. The few areas of bleeding were handled with electrocautery. The only thing stuck to the mesh and to the tacks was omentum. There was no evidence of bowel involvement nor was there any evidence of bowel obstruction. The mesh was in place, and there was no evidence of curling or exposed polypropylene or broken ring from the composite mesh. At this point, I scrubbed out. Before I left, I did give dr. (B)(6) advice regarding closure of the mesh if did have to cut it. The patient was turned over to the care of dr. (B)(6).¿ on (B)(6) 2010: (B)(6) medicine. (B)(6) operative report; preoperative diagnosis: prostate cancer. Postoperative diagnosis: prostate cancer. Operation: robotic-assisted radical prostatectomy. Indication: mr. Scheets is a 58-year-old male who was found to have on a prostate biopsy gleason 6 prostate cancer. He was told about the options of observation versus surgery, he elected to have surgery. He was also told about radiation and watchful waiting. The patient understood the risks and complications, which included incontinence, impotence, and recurrence of the cancer. He wished to proceed. Complications: none. Specimens: prostate. Procedure: ¿the patient was correctly identified in the preoperative area. He was consented and brought back to the operating room, placed in the supine position, and general anesthesia was induced. The patient was placed in the lithotomy position on top of a beanbag and appropriately padded and secured to the bed. After sterilely prepping and draping in the usual fashion, dr. (B)(6) gained access into the abdomen through the left upper quadrant and then performed lysis of adhesions since the patient had a history of hernias with mesh. Once all the lysis of adhesions was performed, we proceeded with our part of the procedure. A camera port was placed supraumbilically, 2 robotic arms were placed in the left lower quadrant and one in the right lower quadrant. A 12 mm trocar was placed in the right lower quadrant and a 5 mm in the right upper quadrant. The bladder was taken down by incising lateral to the medial umbilical ligaments and then developing the space of retzius. The prostate was defatted and the endopelvic fascia incised, and the levator ani was separated from the prostate from the base toward the apex. This was performed on both sides. The dorsal venous complex was taken with 2 figure-of-eight 0 vicryl on a CT-1 needle. The bladder neck was divided after identifying it by moving the catheter in and out, using the cautery, first the anterior bladder neck, and then the catheter was retracted up by grabbing it with a grasper, and then the posterior bladder neck was taken. The plane behind the posterior bladder neck was developed toward the seminal vesicles, which were then dissected after lifting up the vas and dividing the vas. The plane then posterior to the prostate was developed toward the apex, separating the prostate from the rectum. The pedicles were taken on each side using weck clips, and then a nerve-sparing procedure was performed by peeling off the neurovascular bundle from the prostate on both sides. The dorsal venous complex was then divided, and then the urethra was identified underneath the dorsal venous complex. The catheter was placed back in, and then the anterior urethra was divided on top of the catheter. This was performed as close to the prostate as safe. The urethra was then divided circumferentially, and the rectourethralis muscle was then divided, and the specimen was removed. A running anastomosis using 3-0 v-lock suture was performed in the usual fashion, it was tested, and there was no leakage whatsoever. A drain was left in the vicinity. The right lower quadrant port was closed with an endoclose device. The other ports were seen exiting the abdomen. The midline port was closed with interrupted 1 prolene sutures through the remaining mesh. The skin was closed with caprosyn and dermabond. Dr. Chad lagrange was present and participated in the entire case. The patient woke up in stable condition and went to the recovery area.¿ on (B)(6) 2010: (B)(6) medicine. (B)(6) radiology ¿ abdomen xr [x-ray]. Indication: ileus. Impression: probable severe postoperative ileus. On (B)(6) 2013: (B)(6) medicine. (B)(6), office notes. Abdomen: very large. Some scabbed lesions around hernia repair site. Midline hernia repair, has very large midline scar wide. On (B)(6) 2014: (B)(6). Office notes. Abdomen: multiple healed abdominal incisions. On (B)(6) 2014: (B)(6).office notes. S/p ambicor two-piece penile prosthesis. Impression/plan: he is unhappy with penile length. Unfortunately, I cannot make his penis any longer, he understands this. We did discuss placement of a 3-piece prosthesis, but did explain this would be significantly more complicated given his prior abdominal surgeries. He will think about it. On (B)(6) 17:(B)(6) . Discharge summary. Admit date: (B)(6) 2017. Dx: chronic non-healing wound. Hospital course: complicated past including explantation of mesh from a ventral hernia repair with subsequent development of a persistent draining wound. Found intraoperatively to have a stitch abscess and chronic non-healing wound. Return of bowel function pod #2, emesis x 1. D/c to home, stable condition. Activity: restricted. Dressing/wound care: pack luq wound daily. (B)(6) 2017: (B)(6) . Operative report. Procedure performed: incision and drainage of the abdominal wall, exploratory laparotomy, wide excision of the chronically infected fascia with retrorectus repair of the ventral hernia using stratice [sic] mesh and closure of the abdominal wound in layers. Pre/post-operative diagnosis: past history of multiple ventral hernia repairs/abdominal wall abscess. Anesthesia: general anesthesia. Indication for procedure: ¿the patient is a 64-year-old male who returned to clinic on april 6 to follow up for the exploratory laparotomy, lysis of adhesions and debridement of abdominal wall soft tissue that was performed in (B)(6) 2017 followed by abdominal wall incision and drainage for the nonhealing abdominal wall wound in (B)(6) 2017. Patient was discharged after that procedure with a wound vac in place however unfortunately he developed an abdominal wall skin cellulitis with some mixed fungal component. Since then he had been trying to do wet-to-dry dressing changes however reported that for the last week or so was noticing increasing abdominal wall erythema surrounding the incision which had spread over the rest of the wall for the past several days. He also noticed 2 different openings and incision mostly inferiorly with seropurulent drainage noted from each of these. Patient¿s past surgical history is significant for a previous laparoscopic ventral hernia repair secondary to appendectomy in 2005. Unfortunately, in 2011 the patient developed sepsis and was found to have an infection secondary to the previous repair. He has had at least 2 separate meshes the required removal and the abdominal hernia was subsequently closed with biological stratus [sic] mesh. Since then the patient has had multiple recurrences of the abdominal wall abscesses requiring multiple I&d¿s as well as debridement¿s with the last one being (B)(6) 2016 for which he had a left upper quadrant draining sinus verses fistula. At this point we though that the patient needed to be offered formal incision and drainage of the abdominal wall abscesses and repair of the ventral hernia using a mesh. Patient was consented for the procedure explaining all the risks and benefits including but not limited to bleeding, infection, injury to the surrounding structures including small bowel, large bowel, possible ostomy and possible chances of chronic recurring infection. Patient voiced understanding of the risks and benefits and elected to proceed. Description of procedure: after informed consent was obtained, the patient was brought to the operating room and laid supine. Patient had already been receiving intravenous zosyn as a part of his scheduled inpatient antibiotic. General anesthesia was induced uneventfully and patient was intubated. The abdomen was prepped and draped in the usual sterile fashion and a surgical time out was performed identifying the correct patient and the procedure. We then proceeded to examine the superficial abdominal wound carefully and started by making a midline incision over the previous scars from his surgery. We carefully dissected and extending this vertical midline incision both cephalad and caudad and encountered several purulent pus pockets both superiorly and inferiorly. We would intermittently encounter various sutures (both pds and prolene that were thought to be the source and the etiology of patient¿s chronic abdominal wall infection. We meticulously continued our dissection down to the level of the fascia by extending the incision in cephalad and caudad direction. We then proceeded to enter the abdominal cavity by employing sharp dissection to go through the fascia. We encountered dense adhesions which were painstakingly and meticulously taken down over a period of 90 minutes. We observed that the patient¿s fascia especially peri umbilically was extremely thickened from the chronic smoldering infection bilaterally. We made our decision to excise this fascia in order to give patient a real chance for complete healing. At this point, we continued our dissection ad lysis of adhesions. The lysis of adhesion led to an inevitable enterotomy hat was noticed and in the absence of gross signs of contamination of the abdominal cavity, we decided to deal with the enterotomy later. After achieving adequate lysis of adhesions and mobilizing the fascia, we decided to raise skin flaps bilaterally. This was achieved using electro cautery and bilateral skin flaps were raised. We then proceeded to excise chronically inflamed and indurated fascia bilaterally using electrocautery. After excising the thickened and chronically infected fascia bilaterally which measured in thickness about 3-5 cm on each side, we decided to focus on the enterotomy. The bowel loops around the enterotomy were densely adherent to each other and these had to be separated using a combination of blunt and sharp dissection. We noted that the bowel serosa was friable at multiple places and at this point we deemed it not feasible to a primary repair of the enterotomy. Instead we decided to do a segmental dissection of about 25 cm of small bowel. This was done using a gia stapler. We aligned the 2 loops of bowel that we were going to anastomose. Small enterotomy was created using electrocautery. The prongs of the gia stapler were introduced thought the loops of bowel and the stapler was fired making a new anastomosis. The specimen with the enterotomies was then excised using another load of the gia stapler. The mesenteric defect was closed with running 2-0 vicryl suture. We also placed another interrupted 2-0 vicryl suture at the crotch of the anastomosis. The anastomosis was assessed to be patent and the staple line did not show any bleeding. At this point, we grasped the fascia on each side using several kocher¿s approximated the fascia while observing for any change in peak pressures or respiratory compliance. We observed that our peak pressures remained in low to mid 20¿s and we deemed that it was safe to close the abdominal wall by using a mesh. At this point we decided that we would do a retrorectus repair using stratus [sic] mesh. We peeled off the posterior layer of the fascia from the rectus muscle bilaterally using electrocautery. We then closed the posterior layer of the fascia that had been peeled off carefully from the recuts muscle using running 0 looped pds suture. We then placed a piece of strattice mesh ¿ mesh model number 2030002 lot number sd100296-067. The mesh was prepared on the back table by cutting it to appropriate size. The size of the mesh used was 30 cm x 6 cm. We then placed the mesh over the sutured posterior fascial layer. The mesh was then tacked to the anterior and posterior layers of fascia using transfascial sutures that were placed in an interrupted fashion. These were 3 on each side. We then placed a 19 french blake drain over the strattice mesh and closed the anterior layer of the fascia using another 0 loop pds suture in running fusion. Another 19 french blake drain was placed over the anterior layer of the fascia and the skin was loosely approximated by using 2-0 vicryl in a deep dermal fashion. The abdominal incision was then covered with loose gauze. The drains were secured using nylon suture. The instrument and sponge count were correct at the end of the procedure. Dr. Rivard was scrubbed in and present for the entire procedure. Complications: unavoidable enterotomy that was addressed using segmental resection of the bowel and primary side-to-side functional end-to-end anastomosis. Estimated blood loss: 400 ml. Urine output: 240 ml. Wound class: 3. Disposition: to ICU.¿ (B)(6) 2017: (B)(6) . Microbiology. Accession [uid]: om 17 2332 [3517002332]. Collection sample: swab. Site/specimen: abdominal wall. Test(s) ordered: anaerobic culture; completed (B)(6) 2017. Gram stain; completed (B)(6) 2017. C&s (aerobic culture/suscept); completed (B)(6) 2017. Bacteriology final report => (B)(6) 2017. Gram stain: 3+ white blood cells, 1+ gram positive cocci, no epithelial cells. Gram stain reported by ksh. Culture results: streptococcus pyrogens-(group a)-quantity: 4 colonies. (B)(6) 2017: (B)(6). Pathology. Accession no: spom 17 1721. Specimen: a) abdominal fascia. B) small bowel. Brief clinical history: none provided. Preoperative diagnosis: infected abdomen. Postoperative diagnosis: infected abdomen. Gross description: container a is additionally labeled ¿abdominal fascia.¿ the specimen consists of a large 17.0 x 10.0 x 6.0 cm gray-purple soft tissue circular mass covered in adipose tissue, fibrinous exudate and mesh. The specimen alternates between firm fibroconnective tissue and soft, edematous and necrotic tissue with associated mesh. Part b is additionally labeled ¿small bowel¿. Diagnosis: a) abdominal fascia, wide excision: fibroconnective tissue necrosis and abscess formation (see comment). B) small bowel resection: small intestine with acute inflammation, serositis and hemorrhage. Comment: specimens a and b represent abdominal fascia excision and small intestine with a mural defect. Wide local excision of the fascia was followed by an elected segmental resection of the adjacent small intestine. Gross and histopathologic findings reveal fascia with abscess formation and a small intestinal wall previously compromised with focal loss of muscularis propria. (B)(6) 2017: (B)(6). Radiology ¿ abdomen x-ray. Indication: ileus. Impression: a dynamic ileus. No convincing free peritoneal gas identified. On (B)(6) 2017: (B)(6). Discharge summary. Admit date: on (B)(6) 2017. Cc: abd wound in setting of ventral hernia. Dx: infected abdominal wall. Ventral hernia. Hospital course: presented to clinic 04/06/17, abdominal wound, multiple hernia repairs with mesh and infections for last week or so. Taken to or for infected skin excision and ventral hernia repair with mesh along with small bowel resection. Skin left open to close by secondary intention. Wet to dry dressings changed daily. Day of d/c subfascial drain removed. Wound found to have group a strep, placed on 4 weeks antibiotics. D/c home in stable condition with open skin that needs to be changed, wet to dry daily. Will be seen in clinic in 1 week for f/u. Activity: restricted less than 15 lbs. On (B)(6) 2017: [ni]. Rb. Office notes. Hpi: f/u on surgery. Abdomen operated on several times. Developed infection, sounds like an abscess that extended back to his bowel. Part of bowel was removed and then everything around the fascia was left to secondarily heal. Skin is closed in several areas but you can see all the way down. Some serous drainage. Some pooling of drainage kind of down in the bottom of incision. Plan: they do want a second opinion about incision, offered referral to dr. Olberding. On (B)(6) 2017: (B)(6). Consult note. Indication: second opinion. Hpi: pt is concerned about his care and seeks second opinion. He has now had approximately 6 surgeries. Reports bowel resection at last surgery in march and closed with biologic mesh and skin left open. Wound care via home health care last several weeks. Impression: chronic abdominal wound infection s/p debridement, healing by secondary intention. Plan: discussed with pt this is a very complicated issue, he is under good management at this time. Recommend no change. On (B)(6) 2017: (B)(6). Office notes. General surgery clinic. Hpi: f/u. Hhc with concerns pertaining to wound. Impression/plan: bandaid to upper portion of incision. New dressing change orders: continue to get in shower with dressing off and allow soapy water to run over wound. Apply restore ag strip to open portion of wound and cover w/ ½ abd pad and secure with tape. Change dressing daily. Hhc [home healthcare] visits can be decreased to 2 times/week, with family performing dressing changes the other days. On (B)(6) 2017: (B)(6). Office notes. General surgery clinic. Hpi: f/u. Has been performing daily dressing changes to midline incision using aquacel and cover dressing. Impression/plan: wound incision is filling in and smaller in appearance. Bandaid to upper portion of incision. New dressing change orders: continue to get in shower with dressing off and allow soapy water to run over wound. Apply restore ag strip to open portion of wound and cover w/ 4 x 4 gauze and secure with tape. Change dressing daily. Hhc d/c¿d this past friday, family assisting with dressing changes. Maintain lifting and activity restrictions until incision is healed. On (B)(6) 2017:(B)(6). Office notes. Primary care clinic. Hpi: happy about his finally no more abdominal wall issues as had 3-4 surgeries done to contain infection. Abdomen: abdominal midline scar without any infection or drainage. On (B)(6) 2018: (B)(6). Office notes. General surgery. Hpi: concerns of recurrent ventral hernia which he noticed after lifting a load of wet laundry. States he has been more active lately. Reports he can feel bulge to skin r of the incision. Has been wearing abdominal binder. Abdomen: obese. Surgical midline incision well healed. At the middle and to the r of incision, firm area can be palpated. What pt is palpating appears to be a stitch that has not dissolved. Impression/plan: concerns for recurrent hernia but actually is a retained stitch. Discussed this can be excised in or. Pt agreeable. (B)(6) 2018: (B)(6), office notes. General surgery clinic. Hpi: f/u excision of abdominal wall suture 05/11/18. Reports intermittent sharp, stabbing to one location r side mid abdomen, does go away after several minutes. Exam: abdominal surgical site has healed nicely with no current s/s infection. Previous open area, now healed over. Impression/plan: s/p excision of abdominal wall suture 05/11/18. Calcified scar tissue ws [sic] removed but no suture material was present. Advised pain should get better with time, continue wt. Loss efforts. Utilize good lifting techniques. 01/30/19: [ni]. Office notes. No show. On (B)(6) 2019: [ni]. Rab. Office notes. Hpi: gross hematuria. Abd: stimulator implanted in subq tissue of r abdomen. Surgical scars midline. Slight discomfort on deep palpation in suprapubic area. Impression: gross hematuria uncertain etiology, r/o bladder lesion. R flank pain. On (B)(6) 2019: (B)(6) . Radiology ¿ CT abdomen and pelvis. Indication: r flank pain, gross hematuria. Impression: nephrolithiasis is not identified. A ureteral calculus is not appreciated. There is limited bladder distention with bladder wall thickening suggested. 04/03/19: (B)(6) . (B)(6) . Emergency department note. Cc: abdominal pain and pain in penis, scrotum when tries to urinate. Blood in urine improving today. Abdomen: multiple scars on abdomen. Pain to palpation, everywhere worse in llq. Guarding. Plan: CT abdomen and pelvis negative. Rx. Home. (B)(6) 19: (B)(6). Radiology ¿ CT abdomen and pelvis. Indication: abdomen pain. Gross hematuria. H/o prostate carcinoma, appendectomy and bowel surgery. Findings: soft tissues: extensive postoperative changes are seen in ventral wall from previous surgeries and hernia repair. No recurrent hernia is evident. Impression: no acute findings are demonstrated. No explanation for hematuria. (B)(6) 2019: (B)(6). Microbiology. Culture: urine: 40,000 col/ml escherichia coli, 2000 col/ml enteric (lactose fermenting) gram negative rods (strain 2). (B)(6) 19: [ni]. Office notes. No show. 05/16/19: [ni]. Office notes. No show.on (B)(6) 19: (B)(6) . (B)(6) radiology ¿ x-ray abdomen series. Indication: abdomen pain, bloating. Nausea, vomiting. Impression: there are a few minimally dilated colonic segments involving the ascending colon and descending colon with air-fluid levels. Question related to possible constipation. No high-grade mechanical obstruction at this time. No free intraperitoneal air. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected patient weight. Added medical history. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code . H6: updated conclusion codes. Previous patient code (2067) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2004 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6), 2005 through (B)(6) 2007; from (B)(6), 2007 through (B)(6), 2010 were not provided. Patient information: medical history: 1972: fell out of a helicopter. Smoker. (B)(6) 2005: 1 ¿ 1½ packs daily ­ (B)(6) 2005: ¿smoking 1½ packs per day since 5th grade¿ [approximately 43 years]. ­ (B)(6) 2011: ¿smoking for 45 years; smoke 1½ packs per day¿ . Chronic obstructive pulmonary disease . Chronic back pain . Diverticulosis. Obesity .­ (B)(6) 2010: 235 lbs; bmi 31.9. ­ (B)(6) 2013: 107 kg; bmi 33.98. Prostate cancer. Prior surgical procedures: 1993: exploratory laparotomy for appendectomy. 2003: right inguinal hernia [rih] repair . (B)(6) 2004: incisional hernia; possible rih . (B)(6) 2005: ¿patient further reports he had mesh placement in his incisional hernia done prior¿ ¿5 back surgeries¿ [unknown dates]. Relevant medical information: (B)(6) 2004: ¿reports approximately 10 years ago had exploratory lap for appendectomy performed at yuma, arizona. After that abdominal hernia developed, which was repaired one year ago...now reports an occurrence of incisional hernia at the right upper end of the abdominal incision above umbilicus. Reports a bulging always able to be reduced, but causes pain and burning sensation.¿ ¿has wide lower midline abdominal incision jagged scar with a 0.5 cm ulceration at lower end of abdominal incision scar.¿ (B)(6) 2005: ¿...for followup on his incisional and inguinal hernia...he has had continued pain in his right groin as well as bulging in his right groin as well as some pain in his abdomen. The patient further reports that he has had mesh placement in his incisional hernia done prior.¿ ¿the abdomen is soft, somewhat distended, some tenderness to palpation in the incisional aspect of the midline incision with a small defect in the apex of the incision approximately 1 cm in size. Right groin demonstrates an inguinal hernia present on valsalva. Left groin is without floor defect.¿ implant preoperative complaints: (B)(6) 2005: ¿pt [patient] states that since last visit, he has continued pain in right groin as well as bulging in right groin and some pain in abdomen. Pt further reports he had mesh placement in his incisional hernia done prior.¿ ¿symptomatic right-sided inguinal hernia with symptomatic incisional hernia, seeking surgical intervention. I informed pt he is a surgical candidate for laparoscopic right inguinal hernia repair, as well as incisional hernia repair.¿ (B)(6) 2005: [the patient] ¿...underwent an exploratory laparotomy with appendectomy approximately ten years ago. Following this, he developed small incisional hernia, which was repaired last year. This patient was seen in our clinic with recurrence of incisional hernia this time on the upper portion of his midline incision just above the umbilicus. The patient describes some pain and discomfort related to a lump on this area with incision that comes on and off particularly when lying in flat. He has also developed symptoms in his right inguinal hernia with a bulge on and off with some pain.¿ ¿abdomen: overall soft, nontender, and nondistended. There is a surgical scar in the midline from the umbilicus down to the suprapubic area. There is obvious incisional hernia on the upper portion of this incision. There is also a right inguinal hernia with an open external ring of 2 cm with a clear bulge.¿ (B)(6) 2005: ¿¿with complaints of midline incisional hernia. According to [the patient] he underwent an exploratory laparotomy approximately 10 years ago for what ended up being a [sic] appendicitis. He has had a second revision of his wound for questionable hernia with prosthetic material and has developed this incisional hernia for which he has requested surgical repair. Patient¿s symptoms included clear bulge in the upper portion of his wound, as well as some pain and discomfort. At the same time [the patient] has complained on a right groin bulge, and has found to have a 2 cm opening of the external ring with a clear right inguinal hernia.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Open right inguinal hernia repair with mesh. Implant: gore® dualmesh® biomaterial (03370305/1dlmc04) 15 cmx 19 cm, oval. Implant date: (B)(6), 2005 [hospitalized (B)(6), 2005]. Description of hernia being treated: ¿a 5 mm port was placed in the right upper quadrant and 5 mm of camera was introduced in the peritoneal cavity without any problems. Upon initial exploration we found omentum adhered to the midline incision. Two 10 ports were placed on the right flank and on the right hypogastric area without any complications. The omentum attached to the abdominal wall was taken down with electrocautery.¿ implant size and fixation: ¿a prolene mesh 15 cm x 20 cm was introduced into the abdomen and tacked outside the abdomen and stapled around the edges through the abdominal wall without complications. Next attention was drawn to the right groin. Incision was made over the inguinal crease. Dissection was taken down through the scarpa¿s fascia down to the external oblique. The external oblique was opened with a 15-blade, and this incision was extended through the external ring and through the internal ring. The sternal oblique fascia was grasped on both sides with curved hemostat. The spermatic cord was dissected and placed around the penrose. Umbilical cord lipoma was dissected out, ligated, and removed. Three [sic] was no indirect hernia sac found. There was a clear laxity of the floor which was repaired with 2-0 prolene mesh which was stitched with prolene 0 to the pubic tubercle 2 stitches, ileopubic track and mesh 1 stitch, and conjoint tendon of the transversalis fascia 2 stitches. The internal ring was reconstructed around the mesh and the external oblique was closed with 3-0 vicryl.¿ post-operative period: [3 days] ­ (B)(6) 2005: ¿pod [post-operative day] #1 laparoscopic incisional herniorrhaphy with 15 x 19 cm dual mesh, then open rih with phs mesh . Marked abdominal distension and bloating. Will place ng [nasogastric tube].¿ ­ (B)(6) 2005: discharge summary: ¿s/p [status post] ventral hernia repair, s/p inguinal hernia repair. Hospital course: day of admission underwent laparoscopic ventral hernia repair and open r inguinal hernia repair. Pod #1 distended, emesis. Ng tube placed, stomach decompressed, recovered without incident. Exam: incisions look old, clean, dry, intact. D/c [discharge] today.¿ relevant medical information: (B)(6) 2005: ¿¿underwent laparoscopic incisional herniorrhaphy with mesh repair while at the same time undergoing an open right inguinal herniorrhaphy with mesh repair. The patient has done well¿¿ ¿the pain is improved dramatically¿¿ ¿abdomen: soft, nontender, nondistended. He has a slight amount of erythema over the lateral margin of his previous incisions. His laparoscopic incisions are not affected at all. This appears to be a mostly reactive process.¿ (B)(6) 2005: ¿¿in past couple days his wife has noticed an area of redness forming on the right side of his abdomen. [Patient] denies discomfort. Also, he has noticed some suture material coming out of the incision in the right inguinal area. No redness, warmth, drainage or bulging.¿ impression: ¿ early post op cellulitis. Stitch rejection.¿ (B)(6) 2005: ¿¿after having a laparoscopic ventral herniorrhaphy with concurrent open right inguinal herniorrhaphy on (B)(6). On his first follow-up appointment, he noted some erythema in the right lower quadrant, but was afebrile with a normal white count. He was prescribed a 2 week course of cipro at that time, and he was seen again two weeks ago. At that time, he had some resolution of the erythema, but not completely and was continued on an additional 2 weeks of keflex. He now returns with similar light blanching erythema which is sore. He also complaints of diarrhea.¿ ¿on exam, the abdomen is soft, the port sites appear to be healing well. There is a low midline scar consistent with his old laparotomy with light, blanching erythema to the immediate right of this scar. This area is mildly tender to deep palpation. Bowel sounds are present. The right groin wound is well-healed, with no surrounding erythema or tenderness. Impression: 52 y/o male s/p lap ventral herniorrhaphy and open right inguinal herniorrhaphy with probable local reactive inflammatory process complicated by viral gastroenteritis.¿ (B)(6) 2005: ¿this 52-year-old male veteran comes in for followup of the repair of his abdominal wall hernia with prostatic [sic] mesh. He still has some discomfort in the abdomen around the mesh, but this appears to be slowly improving. There is also some point tenderness at the right lateral port site. Examination: incisions and port sites are well healed without any evidence of erythema. There is some discomfort in the right lateral port site. Patient has protuberant abdomen with an obviously weakened abdominal wall.¿ (B)(6) 2005: ¿still has some discomfort in abdomen around the mesh, but appears to be slowly improving. Abdomen exam: incisions and port sites are well healed without any evidence of erythema. Some discomfort in right lateral port site.¿ (B)(6) 2010: diagnostic laparoscopy with lysis of adhesions ­ ¿the patient is a jewish gentleman, who is a patient of dr. (B)(6), who requires a prostatectomy and would benefit by the robotic approach if at all feasible. I have been asked by dr. (B)(6) to perform a diagnostic laparoscopy and adhesiolysis if necessary to see if a robotic prostatectomy will be feasible or whether or not the patient should have an open prostatectomy.¿ ¿the patient was taken to the operating room by dr. (B)(6). He was positioned, prepped and draped by dr. (B)(6) and his team. I began the operation with a left subcostal incision. The veress needle was inserted, and the abdomen was insufflated without difficulty. A 5 mm verastep was placed, and a 5 mm 30-degree scope was inserted. On surveillance of the abdomen, the patient¿s previous composite mesh could be seen at its edges with the mass of omentum stuck up to the anterior abdominal wall. An 8-mm robotic trocar was placed in the location that would be in the left gutter that would be amenable to use by dr. (B)(6). This was placed under direct visualization. Cold scissors were then used to dissect the omentum off the mesh. The few areas of bleeding were handled with electrocautery. The only thing stuck to the mesh and to the tacks was omentum. There was no evidence of bowel involvement nor was there any evidence of bowel obstruction. The mesh was in place, and there was no evidence of curling or exposed polypropylene or broken ring from the composite mesh. At this point, I scrubbed out. Before I left, I did give dr. (B)(6) advice regarding closure of the mesh if did have to cut it. The patient was turned over to the care of dr. (B)(6).¿ (B)(6) 2010: robotic-assisted radical prostatectomy ­ ¿the patient was correctly identified in the preoperative area. He was consented and brought back to the operating room, placed in the supine position, and general anesthesia was induced. The patient was placed in the lithotomy position on top of a beanbag and appropriately padded and secured to the bed. After sterilely prepping and draping in the usual fashion, dr. (B)(6) gained access into the abdomen through the left upper quadrant and then performed lysis of adhesions since the patient had a history of hernias with mesh. Once all the lysis of adhesions was performed, we proceeded with our part of the procedure. A camera port was placed supraumbilically, 2 robotic arms were placed in the left lower quadrant and one in the right lower quadrant. A 12 mm trocar was placed in the right lower quadrant and a 5 mm in the right upper quadrant. The bladder was taken down by incising lateral to the medial umbilical ligaments and then developing the space of retzius. The prostate was defatted and the endopelvic fascia incised, and the levator ani was separated from the prostate from the base toward the apex. This was performed on both sides. The dorsal venous complex was taken with 2 figure-of-eight 0 vicryl on a CT-1 needle. The bladder neck was divided after identifying it by moving the catheter in and out, using the cautery, first the anterior bladder neck, and then the catheter was retracted up by grabbing it with a grasper, and then the posterior bladder neck was taken. The plane behind the posterior bladder neck was developed toward the seminal vesicles, which were then dissected after lifting up the vas and dividing the vas. The plane then posterior to the prostate was developed toward the apex, separating the prostate from the rectum. The pedicles were taken on each side using weck clips, and then a nerve-sparing procedure was performed by peeling off the neurovascular bundle from the prostate on both sides. The dorsal venous complex was then divided, and then the urethra was identified underneath the dorsal venous complex. The catheter was placed back in, and then the anterior urethra was divided on top of the catheter. This was performed as close to the prostate as safe. The urethra was then divided circumferentially, and the rectourethralis muscle was then divided, and the specimen was removed. A running anastomosis using 3-0 v-lock suture was performed in the usual fashion, it was tested, and there was no leakage whatsoever. A drain was left in the vicinity. The right lower quadrant port was closed with an endoclose device. The other ports were seen exiting the abdomen. The midline port was closed with interrupted 1 prolene sutures through the remaining mesh. The skin was closed with caprosyn and dermabond.¿ (B)(6) 2010: x-ray abdomen: ¿probable severe postoperative ileus.¿ (B)(6) 2010: emergency department: ¿redness at prostatectomy incision site, mild dysuria x 2 days. Prostatectomy (B)(6). Skin: vertical abd [abdominal] incision [with] mild erythema, small amt [amount] serous drainage at distal end. Impression: cellulitis at abd incision.¿ (B)(6) 2010: microbiology, abdominal wound culture: ¿acinetobacter calcoaceticus, pseudomonas stutzeri group (two morphotypes).¿ (B)(6) 2010: ¿incision on abdomen has slight surrounding erythema, extends maybe 5 mm in all directions. On very distal end, central area looks like it is attempting to granulate. Impression: cellulites abdominal incision.¿ (B)(6) 2010: ¿had prostate surgery for cancer. Abd incision site is slightly red and erythematous. Impression/plan: cellulitis; add keflex.¿ (B)(6) 2011: ¿little discomfort with palpation in lateral lower quadrants with l being slightly worse than r. Impression: gastroenteritis.¿ (B)(6) 2011: ¿pt who has recurrent incisional hernia after multiple prior repairs, last in 2005. Pt had prostatectomy in 2010 with subsequent incisional infection and now has recurrent hernia in supraumbilical area. Also c/o [complains of] possible hernia in left flank incision from prior back surgery. Pt had prior open right inguinal hernia at the time of his last laparoscopic incisional hernia repair. Abdomen exam: multiple scars. Supraumbilical region shows healed incision with evidence of prior secondary intention healing. No signs of infection, although there is one area with mild erythema. Mesh palpable inferiorly and appears to be localized incisional hernia. Left flank incision extends to left lower quadrant ¿ possible small fingertip sized defect medially, reducible. No signs of infection but pt understands he¿ll have increased risk of infection, especially if his prior mesh infected after secondary wound healing from infection.¿ (B)(6) 2011: CT abdomen/pelvis: ¿fluid collection within the anterior abdominal wall mesh repair, may be infectious. Rectal wall thickening with perirectal fat stranding, likely infectious or inflammatory etiology.¿ (B)(6) 2011: ¿obese, 2-inch incisional hernia in diameter that is red, and tender to touch. Plan: rule out bowel incarceration. CT abdomen; surgery consult. Addendum: CT shows abscess of abdominal wall. Surgery drained in ed.¿ (B)(6) 2011: microbiology, abdominal wound culture: ¿no organisms isolated.¿ (B)(6) 2011: incision and drainage ­ ¿the anterior wall was prepped and draped in sterile manner. Local anesthesia was administered with 1% lidocaine around the abscess. Around 4 cc was given. Midline incision about 2 cm made directly over the abscess and was deepened through the skin, taking care not to make a deep incision through the fascia. Small amount of serous fluid was noticed to be drained. Wound was then packed with sterile gauze. Dressing applied. Culture swabs were taken.¿ (B)(6) 2011: ¿post colon scope ileus.¿ (B)(6) 2011: x-ray abdomen: ¿bowel gas pattern normal without obstruction or free air. Multiple surgical coils are seen overlying lower abdomen and pelvis suggestive of previous hernia repair. Impression: negative abdomen series.¿ (B)(6) 11: CT abdomen/pelvis: ¿no free intraperitoneal air demonstrated. S/p prior intra-abdominal wall hernia repair with mesh. Minimal focal fat herniation along superior margin of mesh. A tiny l spigelian hernia contains fat, best demonstrated on images 61 and 62. No focal inflammatory process demonstrated. No focal abnormality evident within the solid organs.¿ explant preoperative complaints: (B)(6) 2011: ¿has been sick past week and vomiting. After vomiting noticed a bulge in abdomen and associated pain. In ER bulge spontaneously reduced, pain decreased to 4/10, been consistent since. Abd: tender throughout which he relates to ¿flu.¿ large healed midline incision. Supraumbilical incisional hernia palpated with valsalva.¿ (B)(6) 2011: ¿h/o [history of] open appy [appendectomy], ventral hernia repair with mesh 20 years ago, open prostate surgery in nov. Presents with pain, erythema in midline that is increasing in severity over last several days. Midline has been drained multiple occasions at multiple locations. Abdomen: palpable erythematous indurated skin 4 cm width. Tender. Location is midline superior to umbilicus.¿ ¿lesion was drained; no pus or serous fluid found. Only induration. No cultures taken. Packed with idoform [sic] and sterile dressing applied. <5 cc blood loss. Stable throughout. Pt sent home. Will proceed with mesh removal and component separation as scheduled.¿ explant procedure: incision of infect [sic] mesh, ventral hernia repair using stratus [sic] mesh. Explant date: (B)(6), 2011 [hospitalized (B)(6), 2011] ¿patient was brought to the operating room and placed supine on the operating table, prepped and draped in the usual sterile fashion. Once the patient was prepped and draped, using his old midline incision as a guide, incision was made in the midline just inferior to the inferior portion of the sternum down to approximately 5 cm below his umbilicus. Incision was carried out with electrocautery down into the fascia. Hemostasis was maintained. Old scar was excised in the process, as well as his umbilicus. We found the fascia and were able to enter the peritoneal cavity without injury to the bowel. There were several adhesions of the small bowel to the posterior surface of the anterior abdominal wall. These were taken down using blunt dissection and scissors. The bowel especially had adhered to the mesh, which did have some fluid around it, as well as some pus . The bowel was taken off the mesh, and then the mesh, using both sharp and blunt dissection, was moved from the anterior abdominal wall, removing with it some of the posterior recuts [sic] fascia. Both the gortex and duo-mesh were removed and sent to pathology as specimen . We spent an extensive amount of time doing lysis of adhesion from that area, and eventually had adequate separation from the anterior abdominal wall and the bowel. Next, the layers of the anterior abdominal wall were divided, dividing the anterior and posterior recuts sheaths from the rectus muscle. This was carried out laterally until there was an adequate space to place the mesh in a retrorectus location. We also made flaps immediately above the external oblique and underneath the subcutaneous tissue. Once we cleared and [sic] adequate space, we fit the stratus mesh in a diagonal fashion behind the recuts muscle. These were tacked with prolene sutures to the fascia using a suture-passing device, and 8 sutures were paced in the stratus mesh, which were used and tied down to the fascia. This was done after closing the posterior sheath with a prolene stitch. After the mesh was in place, the anterior rectus fascia was closed with prolene and it was able to be closed completely. There was some redundant fascia in the superior surface in the midline. Two #15 blake drains were left in the space just anterior to the fascia. These were placed through the skin in bilateral lower quadrants. Subcuticular vicryl sutures were placed to approximate the skin edges and the skin was closed with a running 4-0 vicryl stitch, and dermabond was applied.¿ records indicate a non-gore device was implanted during the (B)(6) 2011 procedure. Relevant medical information: (B)(6) 2011: pathology: ¿specimen consists of two pieces of mesh with associated soft tissue measuring 8.1 x 4.2 x 2.0 and 13.0 x 7.0 x 3.0 cm. Largest fragment has an 8.0 x 6.0 cm area of soft tissue adheased [sic] onto the mesh with light blue suture . ¿ (B)(6) 2011: discharge summary: ¿h/o 2 prior ventral hernia repairs, one with mesh. Seen in ER with wound over hernia. Found to have recurrent ventral hernia. After risks and benefits of repair were explained, pt provided informed consent for procedure. Hospital course: underwent open ventral repair with mesh. Intraoperatively, they found an infected mesh, which was removed. Pod #2 had abdominal binder, jp drains. Removed a couple sutures during this hospitalization as the pt had some drainage from the middle of incision. Wound was packed wet to dry. (B)(6) 2011 wound vac placed and d/c home.¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6), resident physician/ray gaines, md staff surgeon. Office notes. General surgery clinic. F/u on incisional and inguinal hernia. Pt states that since last visit, he has continued pain in right groin as well as bulging in right groin and some pain in abdomen. Pt further reports he had mesh placement in his incisional hernia done prior. Assessment/plan: symptomatic right-sided inguinal hernia with symptomatic incisional hernia, seeking surgical intervention. I informed pt he is a surgical candidate for laparoscopic right inguinal hernia repair, as well as incisional hernia repair. (B)(6). Progress notes. Pod #1 laparoscopic incisional herniorrhaphy with 15 x 19 cm dual mesh, then open rih with phs mesh. Marked abdominal distension and bloating. Will place ng [nasogastric tube. (B)(6). Discharge summary. Admit date:(B)(6) 2005. Dx: s/p ventral hernia repair, s/p inguinal hernia repair. Hospital course: day of admission [note states (B)(6) 2005], underwent laparoscopic ventral hernia repair and open r inguinal hernia repair. Pod #1 distended, emesis. Ng tube placed, stomach decompressed, recovered without incident. Exam: incisions look old, clean, dry, intact. D/c today. Activity: as tolerated. Avoid weight lifting beyond 20 pounds for 8 weeks postop. Avoid extraneous physical activity. (B)(6). Office notes. F/u hernia repair. Still has some discomfort in abdomen around the mesh, but appears to be slowly improving. Abdomen exam: incisions and port sites are well healed without any evidence of erythema. Some discomfort tin right lateral port site. Diagnosis: satisfactory convalescence. Plan: discharged from clinic with instructions to return if problems develop or as necessary. Pertinent records between 2/21/2007 and 11/9/2010 were not provided. (B)(6). Emergency department note. Cc: redness at prostatectomy incision site, mild dysuria x 2 days. Prostatectomy (B)(6). Skin: vertical abd incision [with] mild erythema, small amt serous drainage at distal end. Impression: cellulitis at abd incision. Plan: wound culture, rx. (B)(6). Lab - microbiology. Wound culture. Abdomen, surgical site. Aerobic and anaerobic culture. Gram stain: rare wbcs. Culture: acinetobacter calcoaceticus, pseudomonas stutzeri group (two morphotypes). (B)(6). Office notes. F/u emergency room. Skin: incision on abdomen has slight surrounding erythema, extends maybe 5 mm in all directions. On very distal end, central area looks like it is attempting to granulate. Impression: cellulites abdominal incision. Plan: finish rx. Continue using warm packs to incision as needed. (B)(6). Office notes. Cc: had prostate surgery for cancer. Abd incision site is slightly red and erythematous. Impression/plan: cellulitis; add keflex. (B)(6). Office notes. Hpi: diarrhea off and on past 4 days. Abd: little discomfort with palpation in lateral lower quadrants with l being slightly worse than r. Impression: gastroenteritis. (B)(6). Office notes. General surgery consult. Pt who has recurrent incisional hernia after multiple prior repairs, last in 2005. Pt had prostatectomy in 2010 with subsequent incisional infection and now has recurrent hernia in supraumbilical area. Also c/o possible hernia in left flank incision from prior back surgery. Pt had prior open right inguinal hernia at the time of his last laparoscopic incisional hernia repair. Abdomen exam: multiple scars. Supraumbilical region shows healed incision with evidence of prior secondary intention healing. No signs of infection, although there is one area with mild erythema. Mesh palpable inferiorly and appears to be localized incisional hernia. Left flank incision extends to left lower quadrant ¿ possible small fingertip sized defect medially, reducible. No signs of infection but pt understands he¿ll have increased risk of infection, especially if his prior mesh infected after secondary wound healing from infection. (B)(6). Attending. Emergency room visit. Cc: incisional hernia that is red and swollen. Had colonoscopy today and was advised to come to ER to address his pain. Abdominal exam: obese, 2-inch incisional hernia in diameter that is red, and tender to touch. Plan: rule out bowel incarceration. CT abdomen; surgery consult. Addendum: CT shows abscess of abdominal wall. Surgery drained in ed. Plan outpatient f/u in their clinic next week. D/c on augmentin. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: umbilical hernia ¿ probable incarceration. Impression: fluid collection within the anterior abdominal wall mesh repair, may be infectious. Rectal wall thickening with perirectal fat stranding, likely infectious or inflammatory etiology. (B)(6). Lab - microbiology. Collection sample: swab. Site/specimen: abdomen. Bacteriology final report: (B)(6) 2011. Gram stain: 1+ white blood cells, no organisms seen. Bacteriology remark(s): no organisms isolated. (B)(6). Consult note. General surgery. Cc: abdominal pain. Previous bowel exploration for acute appendicitis with malrotation (20 years back) complicated with ventral hernia, multiple ventral hernia repairs with mesh infections. While taking prep for colonoscopy, noticed worsened redness associated with nausea and vomiting. Sent to ER after colonoscopy. Abdomen: area of redness in superior part of previous incision. 2 cm area of swelling with fluctuance. Tender. CT abdomen: fluid collection around hernia mesh which a superficial collection over the superior portion of the mesh. Plan: I&d. Procedure: ¿the anterior wall was prepped and draped in sterile manner. Local anesthesia was administered with 1% lidocaine around the abscess. Around 4 cc was given. Midline incision about 2 cm made directly over the abscess and was deepened through the skin, taking care not to make a deep incision through the fascia. Small amount of serous fluid was noticed to be drained. Wound was then packed with sterile gauze. Dressing applied. Culture swabs were taken.¿ (B)(6). Dr. [Illegible]. Emergency department note. [Poor-quality copy] cc: persistent n/v. Had colonoscopy at va (B)(6) 2011. After scope, noticed abd [illegible] in hospital until (B)(6). When returned home, vomit after eating, unable to keep anything down. Abd: distended. Generalized mild tenderness to palpation upper abd. Impression: post colon scope ileus. Plan: admit. (B)(6) 2011: advanced medical imaging. (B)(6). Radiology ¿ abdominal series. Indication: persistent nausea and vomiting. Abdomen pain s/p colonoscopy (B)(6) 2011. Findings: bowel gas pattern normal without obstruction or free air. Multiple surgical coils are seen overlying lower abdomen and pelvis suggestive of previous hernia repair. Impression: negative abdomen series.(B)(6) 2011: advanced medical imaging. Kim coleman. Radiology ¿ CT abdomen and pelvis. Indication: recent colonoscopy with increasing abdominal pain. Assess for potential free air. Findings: no free intraperitoneal air demonstrated. S/p prior intra-abdominal wall hernia repair with mesh. Minimal focal fat herniation along superior margin of mesh. A tiny l spigelian hernia contains fat, best demonstrated on images 61 and 62. No focal inflammatory process demonstrated. No focal abnormality evident within the solid organs. Impression: no evidence of pneumoperitoneum or acute abnormality in abdomen or pelvis. (B)(6). Office notes. General surgery clinic. Cc: ER f/u for incarcerated incisional hernia. Hpi: has been sick past week and vomiting. After vomiting noticed a bulge in abdomen and associated pain. In ER bulge spontaneously reduced, pain decreased to 4/10, been consistent since. Abd: tender throughout which he relates to ¿flu.¿ large healed midline incision. Supraumbilical incisional hernia palpated with valsalva. Plan: schedule for open mesh removal and retro-rectus abdominal hernia repair. (B)(6). Emergency department note. Cc: pain at hernia site. Hpi: scheduled for hernia repair mid-month, over past week increasing pain, redness at site. Fever. Abdomen: obese. Tenderness and erythema surrounding protruding incisional hernia that is approx. 2 cm above umbilicus some pointing. Very tender to palp. Impression/plan: incisional hernia with suspected recurrence of abscess/fluid. Surgery consulted.(B)(6). Consult note. General surgery. Cc: erythema at umbilicus and ventral hernia. Hpi: h/o open appy, ventral hernia repair with mesh 20 years ago, open prostate surgery in (B)(6). Presents with pain, erythema in midline that is increasing in severity over last several days. Midline has been drained multiple occasions at multiple locations. Abdomen: palpable erythematous indurated skin 4 cm width. Tender. Location is midline superior to umbilicus. Addendum: ¿lesion was drained; no pus or serous fluid found. Only induration. No cultures taken. Packed with idoform [sic] and sterile dressing applied. <5 cc blood loss. Stable throughout. Pt sent home. Will proceed with mesh removal and component separation as scheduled. (B)(6), crna. Anesthesia record. Asa class: 3- severe disturb. (B)(6), md. Operative report. Pre/post-operative diagnosis: ventral hernia with infected mesh. Procedure performed: incision of infect [sic] mesh, ventral hernia repair using stratus mesh. Surgeon: dr. (B)(6). Findings: ¿infected mesh x 2, including gortex and duo-mesh.¿ implants: stratus mesh 20 x 20 cm. Estimated blood loss: 100 cc. Anesthesia: general. Specimens removed: mesh x 2 in umbilicus. Description of procedure: ¿the patient was brought to the preoperative area and explained the benefits, risks from anesthesia and medications, recurrent infections, hematoma or thrombus formation, and injury to intra-abdominal contents, etc. Patient agreed to proceed and consent was signed on the chart. Patient was brought to the operating room and placed supine on the operating table, prepped and draped in the usual sterile fashion. Once the patient was prepped and draped, using his old midline incision as a guide, incision was made in the midline just inferior to the inferior portion of the sternum down to approximately 5 cm below his umbilicus. Incision was carried out with electrocautery down into the fascia. Hemostasis was maintained. Old scar was excised in the process, as well as his umbilicus. We found the fascia and were able to enter the peritoneal cavity without injury to the bowel. There were several adhesions of the small bowel to the posterior surface of the anterior abdominal wall. These were taken down using blunt dissection and scissors. The bowel especially had adhered to the mesh, which did have some fluid around it, as well as some pus. The bowel was taken off the mesh, and then the mesh, using both sharp and blunt dissection, was moved from the anterior abdominal wall, removing with it some of the posterior recuts fascia. Bothe the gortex and duo-mesh were removed and sent to pathology as specimen. We spent an extensive amount of time doing lysis of adhesion from that area, and eventually had adequate separation from the anterior abdominal wall and the bowel. Next, the layers of the anterior abdominal wall were divided, dividing the anterior and posterior recuts sheaths from the rectus muscle. This was carried out laterally until there was an adequate space to place the mesh in a retrorectus location. We also made flaps immediately above the external oblique and underneath the subcutaneous tissue. Once we cleared and [sic] adequate space, we fit the stratus mesh in a diagonal fashion behind the recuts muscle. These were tacked with prolene sutures to the fascia using a suture-passing device, and 8 sutures were paced in the stratus mesh, which were used and tied down to the fascia. This was done after closing the posterior sheath with a prolene stitch. After the mesh was in place, the anterior rectus fascia was closed with prolene and it was able to be closed completely. There was some redundant fascia in the superior surface in the midline. Two #15 blake drains were left in the space just anterior to the fascia. These were placed through the skin in bilateral lower quadrants. Subcuticular vicryl sutures were placed to approximate the skin edges and the skin was closed with a running 4-0 vicryl stitch, and dermabond was applied. The patient was then undraped, found to be resting comfortably and breathing in a nonlabored fashion following the procedure. No complications.¿ (B)(6). Pathology report. Accession #: spom 11 4448. Specimen: abdominal mesh. Pre/post op dx: component separation repair. Gross description: specimen consists of two pieces of mesh with associated soft tissue measuring 8.1 x 4.2 x 2.0 and 13.0 x 7.0 x 3.0 cm. Largest fragment has an 8.0 x 6.0 cm area of soft tissue adheased onto the mesh with light blue suture. Diagnosis: soft tissue and abdominal mesh, excision: fibroconnective soft tissue with foreign body giant cell reaction to polarizable foreign material and acute inflammation. (B)(6). Discharge summary. Admit date: (B)(6) 2011. Cc: h/o ventral hernia. Hpi: h/o 2 prior ventral hernia repairs, one with mesh. Seen in ER with wound over hernia. Found to have recurrent ventral hernia. After risks and benefits of repair were explained, pt provided informed consent for procedure. Hospital course: underwent open ventral repair with mesh. Intraoperatively, they found an infected mesh, which was removed. Pod #2 had abdominal binder, jp drains. Removed a couple sutures during this hospitalization as the pt had some drainage from the middle of incision. Wound was packed wet to dry. (B)(6) 2011 wound vac placed and d/c home. Activity: weightlifting less than 10 pounds for 3 months. Home healthcare for wound vac and jp drain management. [Addendum] dx: ventral hernia with infected mesh. Exam: ventral hernia with wound on abdomen with some slough, measured around 1 x 2 cm, surrounding induration. (B)(6). Emergency department note. Cc: concern for infected ventral hernia repair. Hpi: last night noticed color of fluid in wound vac changed from pinkish clear to brown, began to smell. Top portion of incision has started to come loose. Abdomen: tenderness periumbilically, obese. 15 cm incision at midline. Areas of dehiscence at top and bottom of incision. Serosanguinous discharge. Wound vac contains serosanguinous discharge. Impression/plan: poorly healing incision. F/u with surgery. (B)(6). Emergency department note. Cc: increased abdominal pain, potentially infected abdominal incision site. Abdomen: distended, rigid. Pain to palpation, especially luq, rlq. Large midline scar, approximately 15-20 cm long, dehiscence at level of umbilicus approximately 3-4 cm in diameter. White, foul smelling purulent discharge within dehiscence. Surrounding skin mildly erythematous. Impression: wound dehiscence. General surgery consulted.(B)(6). Office notes. General surgery clinic. Hpi: stated odor was gone for almost 2 days, but is back. Output thick, brown. Abdomen: open in midline after removing vac. Foul odor. Necrotic tissue at inf and sup borders, debrided. Good bleeding at sites of previous debridement. Tracking space inferiorly and bilaterally midway on incision. Cultures taken. Plan: aware of upcoming back surgery, instructed to discuss possible cancelling in lieu of open wound. (B)(6). Microbiology. Collection sample: wound site (on swab). Site/specimen: abdominal wall. Bacteriology final report: (B)(6) 2011. Gram stain: 3+ white blood cells, 3+ gram positive cocci, 1+ gram negative rods. Gram stain reported by ksh. Culture results: non hemolytic streptococcus sp-quantity 3+. Comment: not enterococcus. Streptococcus (alpha hemol: not enterococcus)-quantity: comment: colonial type I. Staphylococcus aureus-quantity 2+. Comment: not methicillin resistant staph aureus. Colonial type I. Staphylococcus aureus-quantity 2+. Comment: not methicillin resistant staph aureus. Colonial type ii. Streptococcus (alpha hemol: not enterococcus)-quantity: comment: colonial type ii. Anaerobic c gram positive coccus-quantity 4+. Comment: type I. Anaerobic c gram positive coccus-quantity 4+. Comment: type ii. Anaerobic c gram positive coccus-quantity 4+. Comment: type iii. Bacteriology remark(s): multiple potential pathogens were isolated from this specimen. No further processing will be done without a specific request. (B)(6), rn. Nurse note. Hpi: last seen cultures taken, placed on augmentin. Restart wound vac friday. Continue bid dakin¿s w-d dressing. (B)(6). Office notes. Cc: dark stools in coffee-ground appearance. Loose, increasing in frequency. Burns in area of rectum. Bloating and hunger pains that worsen with food. Notes he does take 6 aleve per day for 2-3 weeks now. Abd: has a midline wound vac placed. Tenderness to palpation in epigastric area. Also llq to deep palpation. Impression: gastritis s/t excess aleve. Plan: stop aleve and ibuprofen at least 2 weeks. (B)(6). Office notes. General surgery clinic. Wound has improved and vac back in place. Abdomen: open in midline after removing vac. Red granulation tissue throughout. 3 x 4 cm area visible mesh, but granulating well around it. Some odor present, markedly decreased. Plan: continue wound vac. (B)(6). Office notes. General surgery clinic. Wound care at home with wound vac. Says it has hardly been draining. Wound now granulating well. Abdomen: wound well granulated 10*4 [sic] cm, mesh almost covered with granulation. Plan: continue wound care with vac. (B)(6) md. History and physical. Gi: midline a notable scar from previous abdominal hernia repair which has never healed very well. Continues to have some oozing from that lesion chronically. (B)(6) 2012: [ni]. Office notes. No show for f/u.(B)(6). Office notes. Wound/ostomy. Hpi: have not seen him since (B)(6) when this wound was nearly healed and d/c from clinic. States now this has been open off and on since (B)(6) 2011. Reports since (B)(6) has noticed new hernia above the current operative site. Intermittent nausea, pain in area, intermittent diarrhea. Exam: 2 wounds remain today both dry and crusted over. Upper abd 2.0 x 1.5 cm, lower abd 1.5 x 0.8 cm. Notices drainage about every other day. Abdomen very rounded and taut. Approx 4.0 x 3.0 cm soft ¿lump¿ above recent op site. Plan: may shower and clean wound with soap and water. Use gauze and medipore tape as needed to absorb any drng. Will consult general surgery. (B)(6). Consult note. General surgery. Cc: non-healing ulcers. Hpi: followed by wound clinic. Wound almost healed however there were 2 remaining spots. These have increased over last 6 weeks along with drainage. Followed by gi for chronic diarrhea. Had candida aspirate from hi upper gi, treated with anti-fungals. C/o intermittent vomiting. Abdomen: midline scar with 2 wounds. 1st 2 cm diameter, 2nd elongated approx. 2 x 0.5 cm. Both crusted. Recurrent ventral hernia. Impression/plan: nonhealing wound, recurrent ventral hernia. All alternatives discussed. Pt inclined towards surgical repair. CT abdomen/pelvis, upper gi. Instructed to stop smoking before surgery and loose [sic] wt. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: recurrent ventral hernia, abdominal pain. Impression: 1) interval removal of anterior wall mesh with resolution of associated fluid collection. Severe thinning of anterior abdominal wall with diastases recti. Small and large bowel loops approximate the defect without evidence of obstruction or strangulation. (B)(6). Office notes. General surgery clinic. Cc: f/u wound healing, CT. Hpi: now has 2 cm x 2.5 cm nonhealing ulcer on incision site, minimal drainage. Uses a bandage to keep it covered, does note mild saturation at end of day. Also another small punctate area at inferior edge of incision that was also nonhealing, now closed over. There does appear to be a fascial layer over the valve that confirmed hernia has not reoccurred. Abdomen: obese. Mildly tender over periumbilical area and incisional site. 2 x 2.5 cm ulcer present on incision. Eschar present within wound. Punctate lesion at inferior edge of wound with scar present. Bulging periumbilical area with valsalva, however, no hernia margins. Impression/plan: evaluate in wound clinic. Does not need to f/u in clinic unless problems with wound healing or if notices change in hernia sac, new mass or bulge. (B)(6), rn. Office notes. Wound/ostomy. C/o intermittent nausea/diarrhea. Exam: 2 wounds remain today, one crusted over and the upper abd wound is open and measures 1.3 cm x 1.5 cm x 0 cm depth. Notices drainage about every other day, usually serous. Abdomen very round and taut. Plan: may shower and clean wound with soap and water. Apply aquacel ag to wound bed, cover with gauze, secure with medipore tape. Change dressing daily. Will schedule with minor surgery to have wound made ¿acute¿ again. (B)(6). Procedure note. Indication: chronic open abd wound. Procedure: wound debridement: abdominal wound x 2. Specimens: none. Complications: ¿no.¿ comments: ¿lightly debrided both open wounds to smooth new epithelial edge. Pt tolerated well and left ambulatory.¿ (B)(6), rn. Office notes. Wound/ostomy. Hpi: non-healing abdominal wound. States over past month has continued to have drainage form superior and inferior wound. Pt has been wearing his abdominal binder as instructed. Cleansed open wound with cleanser and dried, applied bacitracin to wound bed, covered with gauze and medipore tape. Abdomen obese. Plan: may shower and clean wound with soap and water. Apply bacitracin to wound bed, cover with gauze and tape as needed to absorb any drng from areas. Change dressing daily. Continued on attachment.

Manufacturer narrative:
H6: updated results code for manufacturing evaluation. H6: conclusion code remains unchanged.

Manufacturer narrative:
A2: added age at time of event. A3: corrected sex. A4: added weight. B3: added date of event. B7: added medical history. D7: added explant date. H6: conclusions code 1 remains unchanged. H6: added method, results and conclusions code 2 for sterilization evaluation. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2004, including records for the abdominal hernia repaired in 2003 as noted in the (B)(6) 2004 records, were not provided. Additionally, records detailing the ¿mesh placement in his incisional hernia done prior¿ as noted in the (B)(6) 2005 records, were not provided. Records dated (B)(6) 2004 indicate the patient was seen for an abdominal incisional hernia and right inguinal hernia. ¿reports approximately 10 years ago had exploratory lap for appendectomy performed at yuma, arizona. After that abdominal hernia developed, which was repaired one year ago.now reports an occurrence of incisional hernia at the right upper end of the abdominal incision above umbilicus. Reports a bulging always able to be reduced, but causes pain and burning sensation.¿ ¿has wide lower midline abdominal incision jagged scar with a 0.5 cm ulceration at lower end of abdominal incision scar.¿ records for the hernia ¿repaired one year ago¿ were not provided. Records dated (B)(6) 2005 state the patient was seen ¿for followup on his incisional and inguinal hernia he has had continued pain in his right groin as well as bulging in his right groin as well as some pain in his abdomen. The patient further reports that he has had mesh placement in his incisional hernia done prior.¿ ¿the abdomen is soft, somewhat distended, some tenderness to palpation in the incisional aspect of the midline incision with a small defect in the apex of the incision approximately 1 cm in size. Right groin demonstrates an inguinal hernia present on valsalva. Left groin is without floor defect.¿ records for the ¿mesh placement in his incisional hernia done prior¿ were not provided. Records dated (B)(6) 2005 state the patient was seen for preoperative evaluation. The records state the patient ¿underwent an exploratory laparotomy with appendectomy approximately ten years ago. Following this, he developed small incisional hernia, which was repaired last year. This patient was seen in our clinic with recurrence of incisional hernia this time on the upper portion of his midline incision just above the umbilicus. The patient describes some pain and discomfort related to a lump on this area with incision that comes on and off particularly when lying in flat. He has also developed symptoms in his right inguinal hernia with a bulge on and off with some pain.¿ the (B)(6) 2005 records state: ¿the patient smokes approximately one to one and a half packs a day.¿ ¿abdomen: overall soft, nontender, and nondistended. There is a surgical scar in the midline from the umbilicus down to the suprapubic area. There is obvious incisional hernia on the upper portion of this incision. There is also a right inguinal hernia with an open external ring of 2 cm with a clear bulge.¿ operative records dated (B)(6) 2005 state the patient underwent ¿1. Laparoscopic ventral hernia repair with mesh. 2. Open right inguinal hernia repair with mesh.¿ the records state the patient presented ¿.with complaints of midline incisional hernia. According to [the patient] he underwent an exploratory laparotomy approximately 10 years ago for what ended up being a appendicitis. He has had a second revision of his wound for questionable hernia with prosthetic material and has developed this incisional hernia for which he has requested surgical repair. Patient¿s symptoms included clear bulge in the upper portion of his wound, as well as some pain and discomfort. At the same time [the patient] has complained on a right groin bulge, and has found to have a 2 cm opening of the external ring with a clear right inguinal hernia.¿ records detailing the ¿second revision of his wound for questionable hernia with prosthetic material¿ were not provided. The (B)(6) 2005 operative report states: ¿a 5 mm port was placed in the right upper quadrant and 5 mm of camera was introduced in the peritoneal cavity without any problems. Upon initial exploration we found omentum adhered to the midline incision. Two 10 ports were placed on the right flank and on the right hypogastric area without any complications. The omentum attached to the abdominal wall was taken down with electrocautery. A prolene mesh 15 cm x 20 cm was introduced into the abdomen and tacked outside the abdomen and stapled around the edges through the abdominal wall without complications.¿ the (B)(6) 2005 operative report continues: ¿next attention was drawn to the right groin. Incision was made over the inguinal crease. Dissection was taken down through the scarpa¿s fascia down to the external oblique. The external oblique was opened with a 15-blade, and this incision was extended through the external ring and through the internal ring. The sternal oblique fascia was grasped on both sides with curved hemostat. The spermatic cord was dissected and placed around the penrose. Umbilical cord lipoma was dissected out, ligated, and removed. Three was no indirect hernia sac found. There was a clear laxity of the floor which was repaired with 2-0 prolene mesh which was stitched with prolene 0 to the pubic tubercle 2 stitches, ileopubic track and mesh 1 stitch, and conjoint tendon of the transversalis fascia 2 stitches. The internal ring was reconstructed around the mesh and the external oblique was closed with 3-0 vicryl.¿ the records indicate a gore® dualmesh® biomaterial (1dlmc04/03370305) was implanted during the procedure. Records dated (B)(6) 2005 state the patient ¿¿underwent laparoscopic incisional herniorrhaphy with mesh repair while at the same time undergoing an open right inguinal herniorrhaphy with mesh repair. The patient has done well. ¿the pain is improved dramatically.¿ ¿abdomen: soft, nontender, nondistended. He has a slight amount of erythema over the lateral margin of his previous incisions. His laparoscopic incisions are not affected at all. This appears to be a mostly reactive process.¿ records dated (B)(6) 2005 state the patient was seen for follow up. ¿in past couple days his wife has noticed an area of redness forming on the right side of his abdomen. [Patient] denies discomfort. Also, he has noticed some suture material coming out of the incision in the right inguinal area. No redness, warmth, drainage or bulging.¿ impression: ¿? Early post op cellulitis. Stitch rejection.¿ records dated (B)(6) 2005 state the patient was seen for follow up. ¿pt c/o dull pain around the umbilicus and pain at lateral edge of rt groin incision with straining.¿ ¿there is a 10cm area of erythema to the rt of the umbilicus. The area is not indurated or war. Rt groin incision is c/d/I. There is a scab at the inferior edge of the umbilical incision and this has been present and draining for the last eight months per pt. Incision is otherwise c/d/I.¿ ¿started on abx at last visit for some erythema on the left side that was not thought to be infectious (?). That has resolved and now pt has mild blanching erythema on right, no induration, not tender or hot. May be reaction to area where laparoscopic procedure puts traction on the open repair. Rih site looks good except for healing small tape blister site. Pt also has persistent small open area of lower midline ¿ no signs of infection. ? Suture or other chronic irritant?¿ records dated (B)(6) 2005 state the patient was seen ¿.after having a laparoscopic ventral herniorrhaphy with concurrent open right inguinal herniorrhaphy on march 9. On his first follow-up appointment, he noted some erythema in the right lower quadrant, but was afebrile with a normal white count. He was prescribed a 2 week course of cipro at that time, and he was seen again two weeks ago. At that time, he had some resolution of the erythema, but not completely and was continued on an additional 2 weeks of keflex. He now returns with similar light blanching erythema which is sore. He also complaints of diarrhea¿¿ the (B)(6) 2005 records state: ¿on exam, the abdomen is soft, the port sites appear to be healing well. There is a low midline scar consistent with his old laparotomy with light, blanching erythema to the immediate right of this scar. This area is mildly tender to deep palpation. Bowel sounds are present. The right groin wound is well-healed, with no surrounding erythema or tenderness. Impression: 52 y/o male s/p lap ventral herniorrhaphy and open right inguinal herniorrhaphy with probable local reactive inflammatory process complicated by viral gastroenteritis.¿ records dated (B)(6) 2005 state: ¿this 52-year-old male veteran comes in for followup of the repair of his abdominal wall hernia with prostatic [sic] mesh. He still has some discomfort in the abdomen around the mesh, but this appears to be slowly improving. There is also some point tenderness at the right lateral port site. Examination: incisions and port sites are well healed without any evidence of erythema. There is some discomfort in the right lateral port site. Patient has protuberant abdomen with an obviously weakened abdominal wall.¿ pertinent records between (B)(6) 2005 and (B)(6) 2007 were not provided. Records dated (B)(6) 2007 indicate the patient ¿.was hospitalized in january for a copd exacerbation in the context of an uri. He was experiencing severe sob, chest tightness and wheezing at the time. His breathing continues to be tight. As a result, he is using rescue albuteral on a daily basis.¿ ¿unfortunately, he continues to smoke, though he has cut down to 1 ppd.¿ pertinent records between (B)(6) 2007 and (B)(6) 2013 were not provided. Records dated (B)(6) 2013 state: ¿ongoing outpatient visit for this 60 yo wm for non-healing abdominal wound. S/p removal of infected mesh from past ventral hernia repair and repair using stratus mesh, (B)(6) 2011. Pt. States that this has been open off and on since (B)(6) 2011 because it has not actually ever completely closed-14 months.¿ ¿hx of copd and continues to smoke 1 ppd.¿ operative records from the (B)(6) 2011 ¿removal of infected mesh¿ procedure were not provided. Additionally, pathology records detailing analysis of the ¿infected mesh¿ were not provided. Records from 2013 indicate continued complaints of a chronic nonhealing draining wound. Records dated (B)(6) 2013 state: ¿61m presents today with c/o intermittent swelling and drainage from his ventral hernia repair scar. Vhr with stratus done on (B)(6) 2011. Ever since has had intermittent periods of time when superior and inferior portions of scar spontaneously drain clear/bloody fluid. That area also will swell up and get tender.¿ records dated (B)(6) 2015 state: ¿the patient had mesh placed to repair the ventral hernia. The mesh subsequently became infected. In 2011, he underwent an open, ventral incisional hernia repair with the removal of mesh and the reimplantation of strattice reconstructive tissue matrix. The patient was found to be positive for mrsa (methicillin-resistant staphylococcus aureus) in the mesh. In the interim, the patient has had what appeared to be draining abscesses or sinuses from the location where the strattice mesh was tacked into place.¿ records dated (B)(6) 2015 state: ¿he had developed a ventral hernia and underwent laparoscopic repair in 2005. His mesh had an infection and underwent resection with then placement of a strattice mesh in 2011. He had issues with an open wound being treated with wound vac. This had healed from the midline and he recently was evaluated in the general surgery clinic for some areas on his abdomen that would have some intermittent drainage. He underwent exploration of these areas in the operating room on may 6, 2015. At that time, it was noted that he had a prolene suture found at the base of the site in the left abdomen. Both the suture and mesh were excised at the time.¿ records dated (B)(6) 2015 state: ¿this is a patient with a complicated history of abdominal wall problems including an incisional hernia, which occurred after he had exploratory laparotomy many years ago for ruptured appendicitis. This was repaired with mesh, which was subsequently found to be infected. It was explanted and replaced with another mesh. The mesh was found to be positive for growth of staphylococcus aureus. The patient required open wound vac treatment for about two years, which finally resulted in healing of the site.¿ records from 2015 and 2016 indicate the patient was seen at multiple visits for a chronic nonhealing draining wound, with multiple incision and drainage, debridements, and wound explorations being performed for treatment of the draining wound. Records dated(B)(6) 2016 state the patient was seen for follow up. ¿ he has undergone multiple abdominal procedures resulting in recurrent hernias, mesh, infected mesh, explant of mesh, multiple I&d¿s of his midline incision. He was seen in clinic on 6/2/16 where it was noted that the lowest part of his incision has reopened and was draining fluid.¿ records dated (B)(6) 2017 state the patient underwent exploratory laparotomy, lysis of adhesions, and debridement of abdominal wall soft tissue. Findings state: ¿no ec fistula, adhesions, proline [sic] trans-fascial stitch abscess luq.¿ records dated(B)(6) 2017 state the patient was seen for follow up ¿s/p excision of abdominal wall cyst. On (B)(6) 2016 some sutures and a little mesh was removed from his abdominal wall incision. The wound was closed. He presented 2 weeks later to clinic for wound not healing. The sutures were removed in clinic and the wound was packed.¿ records dated (B)(6) 2017 state the patient was seen for follow up of ¿exploratory laparotomy, lysis of adhesions, and debridement of abdominal wall soft tissue in (B)(6) 2017 followed by abdominal wall incision and debridement for nonhealing abdominal wall wound on (B)(6) 17. Pt. Was discharged from that procedure with a wound vac in place. Unfortunately, he developed an abdominal wall skin cellulitis w/ mixed fungal component. Since then, he has been doing w-d dressing changes. He reports that this past sunday, he started to noticed abdominal wall erythema surrounding midline incision which has spread over the past several days. This morning he noticed two openings in incision with seropurulent drainage noted from each one.¿ the (B)(6) 2017 records state: ¿pt¿s past surgical history started with a previous laparoscopic ventral hernia repair secondary to appendectomy in 2005. Unfortunately, in 2011 the patient developed sepsis and was found to have an infection secondary to the previous repair. It looks like he has had at least two separate meshes that required removed, and this abdominal hernia was subsequently closed with biologic stratus. Since then, the patient has had multiple occurrences of anterior wall abscesses requiring multiple I&ds as well as debridements with last one being in july 2016 for which he had a left upper quadrant draining sinus versus a fistula. Since his most current surgery, he has been in the hospital x1 for abdominal infection. States that over the past several days he has had ¿white cheesy¿ appearing drainage from the opening as well as serous drainage ¿squirting out.¿¿ the (B)(6) 2017 records note the following surgical history: ¿laparoscopic ventral hernia repair with mesh and open right inguinal hernia repair with mesh ¿ (B)(6) 2005.¿ ¿incision of infect [sic] mesh, ventral hernia repair using stratus mesh ¿ (B)(6) 2011.¿ ¿local wound exploration of the lower midline draining sinus tract ¿ (B)(6) 2016.¿ ¿excision of lower midline abdominal incision draining wound ¿(B)(6) 2016.¿ ¿abdominal wall fluid collection drainage and debridement ¿ (B)(6) 2016.¿ ¿exploratory laparotomy, lysis of adhesions, and debridement of abdominal wall soft tissue (B)(6) 2017.¿ records dated (B)(6) 2017 state the patient was seen status post ¿abdominal wall incision and debridement w/ wound vac placement for abdominal wall abscess on(B)(6) 2017.¿ history of recurrent abdominal wall abscess 2/2 surgical site infection. His most recent abscess originally grew methicillin susceptible s. Aureus and corynebacterium species and was surgically debrided on (B)(6) 2017 with subsequent wound vac placement.¿ records dated (B)(6) 2017 state the patient underwent ¿incision and drainage of the abdominal wall, exploratory laparotomy, wide excision of the chronically infected fascia with retrorectus repair of the ventral hernia using stratice mesh and closure of the abdominal wound in layers.¿ records dated (B)(6) 2018 indicate the patient underwent excision of an abdominal wall suture. Postoperative diagnosis: ¿suture granuloma of the abdomen.¿ ¿the patient is a 65 yo male with prior abdominal surgery, now with painful suture granuloma on the right side of the abdomen just lateral to a midline incision that is well healed. The patient presented to the general surgery clinic requesting excision of the suture.¿ ¿the wound was probed with forceps and no suture material was found, however, we did find an area of calcified scar tissue, which was likely the cause of the patient¿s pain and the palpable nodule at the skin site. This calcified scar tissue was excised with sharp dissection.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. Previous patient code (2067) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2005 through (B)(6) 2007; from (B)(6) 2007 through (B)(6) 2010 were not provided. Patient information: medical history: 1972: fell out of a helicopter. Smoker: ­ (B)(6) 2005: 1 ¿ 1½ packs daily. ­ (B)(6) 2005: ¿smoking 1½ packs per day since 5th grade¿ [approximately 43 years]. ­ (B)(6) 2011: ¿smoking for 45 years; smoke 1½ packs per day.¿ chronic obstructive pulmonary disease. Chronic back pain. Diverticulosis. Obesity. ­ (B)(6) 2010: 235 lbs; bmi 31.9. ­ (B)(6) 2013: 107 kg; bmi 33.98. Prostate cancer. Prior surgical procedures: 1993: exploratory laparotomy for appendectomy. 2003: right inguinal hernia [rih] repair. (B)(6) 2004: incisional hernia; possible rih. (B)(6) 2005: ¿patient further reports he had mesh placement in his incisional hernia done prior.¿ ¿5 back surgeries¿ [unknown dates]. Relevant medical information: on (B)(6) 2004: ¿reports approximately 10 years ago had exploratory lap for appendectomy performed at yuma, arizona. After that abdominal hernia developed, which was repaired one year ago...now reports an occurrence of incisional hernia at the right upper end of the abdominal incision above umbilicus. Reports a bulging always able to be reduced, but causes pain and burning sensation.¿ ¿has wide lower midline abdominal incision jagged scar with a 0.5 cm ulceration at lower end of abdominal incision scar.¿ on (B)(6) 2005: ¿...for followup on his incisional and inguinal hernia...he has had continued pain in his right groin as well as bulging in his right groin as well as some pain in his abdomen. The patient further reports that he has had mesh placement in his incisional hernia done prior.¿ ¿the abdomen is soft, somewhat distended, some tenderness to palpation in the incisional aspect of the midline incision with a small defect in the apex of the incision approximately 1 cm in size. Right groin demonstrates an inguinal hernia present on valsalva. Left groin is without floor defect.¿ implant preoperative complaints: on (B)(6) 2005: ¿pt [patient] states that since last visit, he has continued pain in right groin as well as bulging in right groin and some pain in abdomen. Pt further reports he had mesh placement in his incisional hernia done prior.¿ ¿symptomatic right-sided inguinal hernia with symptomatic incisional hernia, seeking surgical intervention. I informed pt he is a surgical candidate for laparoscopic right inguinal hernia repair, as well as incisional hernia repair.¿ on (B)(6) 2005: [the patient] ¿...underwent an exploratory laparotomy with appendectomy approximately ten years ago. Following this, he developed small incisional hernia, which was repaired last year. This patient was seen in our clinic with recurrence of incisional hernia this time on the upper portion of his midline incision just above the umbilicus. The patient describes some pain and discomfort related to a lump on this area with incision that comes on and off particularly when lying in flat. He has also developed symptoms in his right inguinal hernia with a bulge on and off with some pain.¿ ¿abdomen: overall soft, nontender, and nondistended. There is a surgical scar in the midline from the umbilicus down to the suprapubic area. There is obvious incisional hernia on the upper portion of this incision. There is also a right inguinal hernia with an open external ring of 2 cm with a clear bulge.¿ on (B)(6) 2005: ¿¿with complaints of midline incisional hernia. According to [the patient] he underwent an exploratory laparotomy approximately 10 years ago for what ended up being a [sic] appendicitis. He has had a second revision of his wound for questionable hernia with prosthetic material and has developed this incisional hernia for which he has requested surgical repair. Patient¿s symptoms included clear bulge in the upper portion of his wound, as well as some pain and discomfort. At the same time [the patient] has complained on a right groin bulge, and has found to have a 2 cm opening of the external ring with a clear right inguinal hernia.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Open right inguinal hernia repair with mesh. Implant: gore® dualmesh® biomaterial (03370305/1dlmc04) 15 cmx 19 cm, oval. Implant date: (B)(6) 2005 [hospitalized (B)(6) 2005] description of hernia being treated: ¿a 5 mm port was placed in the right upper quadrant and 5 mm of camera was introduced in the peritoneal cavity without any problems. Upon initial exploration we found omentum adhered to the midline incision. Two 10 ports were placed on the right flank and on the right hypogastric area without any complications. The omentum attached to the abdominal wall was taken down with electrocautery.¿ implant size and fixation: ¿a prolene mesh 15 cm x 20 cm was introduced into the abdomen and tacked outside the abdomen and stapled around the edges through the abdominal wall without complications. Next attention was drawn to the right groin. Incision was made over the inguinal crease. Dissection was taken down through the scarpa¿s fascia down to the external oblique. The external oblique was opened with a 15-blade, and this incision was extended through the external ring and through the internal ring. The sternal oblique fascia was grasped on both sides with curved hemostat. The spermatic cord was dissected and placed around the penrose. Umbilical cord lipoma was dissected out, ligated, and removed. Three [sic] was no indirect hernia sac found. There was a clear laxity of the floor which was repaired with 2-0 prolene mesh which was stitched with prolene 0 to the pubic tubercle 2 stitches, ileopubic track and mesh 1 stitch, and conjoint tendon of the transversalis fascia 2 stitches. The internal ring was reconstructed around the mesh and the external oblique was closed with 3-0 vicryl.¿ post-operative period: [3 days] ­ on (B)(6) 200505: ¿pod [post-operative day] #1 laparoscopic incisional herniorrhaphy with 15 x 19 cm dual mesh, then open rih with phs mesh . Marked abdominal distension and bloating. Will place ng [nasogastric tube].¿ ­ on (B)(6) 200505: discharge summary: ¿s/p [status post] ventral hernia repair, s/p inguinal hernia repair. Hospital course: day of admission underwent laparoscopic ventral hernia repair and open r inguinal hernia repair. Pod #1 distended, emesis. Ng tube placed, stomach decompressed, recovered without incident. Exam: incisions look old, clean, dry, intact. D/c [discharge] today.¿ relevant medical information: on (B)(6) 2005: ¿¿underwent laparoscopic incisional herniorrhaphy with mesh repair while at the same time undergoing an open right inguinal herniorrhaphy with mesh repair. The patient has done well¿¿ ¿the pain is improved dramatically¿¿ ¿abdomen: soft, nontender, nondistended. He has a slight amount of erythema over the lateral margin of his previous incisions. His laparoscopic incisions are not affected at all. This appears to be a mostly reactive process.¿ on (B)(6) 2005: ¿¿in past couple days his wife has noticed an area of redness forming on the right side of his abdomen. [Patient] denies discomfort. Also, he has noticed some suture material coming out of the incision in the right inguinal area. No redness, warmth, drainage or bulging.¿ impression: ¿? Early post op cellulitis. Stitch rejection.¿ on (B)(6) 2005: ¿¿after having a laparoscopic ventral herniorrhaphy with concurrent open right inguinal herniorrhaphy on march 9. On his first follow-up appointment, he noted some erythema in the right lower quadrant, but was afebrile with a normal white count. He was prescribed a 2 week course of cipro at that time, and he was seen again two weeks ago. At that time, he had some resolution of the erythema, but not completely and was continued on an additional 2 weeks of keflex. He now returns with similar light blanching erythema which is sore. He also complaints of diarrhea.¿ ¿on exam, the abdomen is soft, the port sites appear to be healing well. There is a low midline scar consistent with his old laparotomy with light, blanching erythema to the immediate right of this scar. This area is mildly tender to deep palpation. Bowel sounds are present. The right groin wound is well-healed, with no surrounding erythema or tenderness. Impression: 52 y/o male s/p lap ventral herniorrhaphy and open right inguinal herniorrhaphy with probable local reactive inflammatory process complicated by viral gastroenteritis.¿ on (B)(6) 2005: ¿this 52-year-old male veteran comes in for followup of the repair of his abdominal wall hernia with prostatic [sic] mesh. He still has some discomfort in the abdomen around the mesh, but this appears to be slowly improving. There is also some point tenderness at the right lateral port site. Examination: incisions and port sites are well healed without any evidence of erythema. There is some discomfort in the right lateral port site. Patient has protuberant abdomen with an obviously weakened abdominal wall.¿ on (B)(6) 2005: ¿still has some discomfort in abdomen around the mesh, but appears to be slowly improving. Abdomen exam: incisions and port sites are well healed without any evidence of erythema. Some discomfort in right lateral port site.¿ on (B)(6) 2010: diagnostic laparoscopy with lysis of adhesions ­ ¿the patient is a jewish gentleman, who is a patient of dr. (B)(6) , who requires a prostatectomy and would benefit by the robotic approach if at all feasible. I have been asked by dr. (B)(6) to perform a diagnostic laparoscopy and adhesiolysis if necessary to see if a robotic prostatectomy will be feasible or whether or not the patient should have an open prostatectomy.¿ ¿the patient was taken to the operating room by dr. (B)(6) . He was positioned, prepped and draped by dr. (B)(6) and his team. I began the operation with a left subcostal incision. The veress needle was inserted, and the abdomen was insufflated without difficulty. A 5 mm verastep was placed, and a 5 mm 30-degree scope was inserted. On surveillance of the abdomen, the patient¿s previous composite mesh could be seen at its edges with the mass of omentum stuck up to the anterior abdominal wall. An 8-mm robotic trocar was placed in the location that would be in the left gutter that would be amenable to use by dr. (B)(6) . This was placed under direct visualization. Cold scissors were then used to dissect the omentum off the mesh. The few areas of bleeding were handled with electrocautery. The only thing stuck to the mesh and to the tacks was omentum. There was no evidence of bowel involvement nor was there any evidence of bowel obstruction. The mesh was in place, and there was no evidence of curling or exposed polypropylene or broken ring from the composite mesh. At this point, I scrubbed out. Before I left, I did give dr. (B)(6) advice regarding closure of the mesh if did have to cut it. The patient was turned over to the care of dr. (B)(6) .¿ on (B)(6) 2010: robotic-assisted radical prostatectomy ­ ¿the patient was correctly identified in the preoperative area. He was consented and brought back to the operating room, placed in the supine position, and general anesthesia was induced. The patient was placed in the lithotomy position on top of a beanbag and appropriately padded and secured to the bed. After sterilely prepping and draping in the usual fashion, dr. (B)(6) gained access into the abdomen through the left upper quadrant and then performed lysis of adhesions since the patient had a history of hernias with mesh. Once all the lysis of adhesions was performed, we proceeded with our part of the procedure. A camera port was placed supraumbilically, 2 robotic arms were placed in the left lower quadrant and one in the right lower quadrant. A 12 mm trocar was placed in the right lower quadrant and a 5 mm in the right upper quadrant. The bladder was taken down by incising lateral to the medial umbilical ligaments and then developing the space of retzius. The prostate was defatted and the endopelvic fascia incised, and the levator ani was separated from the prostate from the base toward the apex. This was performed on both sides. The dorsal venous complex was taken with 2 figure-of-eight 0 vicryl on a CT-1 needle. The bladder neck was divided after identifying it by moving the catheter in and out, using the cautery, first the anterior bladder neck, and then the catheter was retracted up by grabbing it with a grasper, and then the posterior bladder neck was taken. The plane behind the posterior bladder neck was developed toward the seminal vesicles, which were then dissected after lifting up the vas and dividing the vas. The plane then posterior to the prostate was developed toward the apex, separating the prostate from the rectum. The pedicles were taken on each side using weck clips, and then a nerve-sparing procedure was performed by peeling off the neurovascular bundle from the prostate on both sides. The dorsal venous complex was then divided, and then the urethra was identified underneath the dorsal venous complex. The catheter was placed back in, and then the anterior urethra was divided on top of the catheter. This was performed as close to the prostate as safe. The urethra was then divided circumferentially, and the rectourethralis muscle was then divided, and the specimen was removed. A running anastomosis using 3-0 v-lock suture was performed in the usual fashion, it was tested, and there was no leakage whatsoever. A drain was left in the vicinity. The right lower quadrant port was closed with an endoclose device. The other ports were seen exiting the abdomen. The midline port was closed with interrupted 1 prolene sutures through the remaining mesh. The skin was closed with caprosyn and dermabond.¿ on (B)(6) 2010: x-ray abdomen: ¿probable severe postoperative ileus.¿ on (B)(6) 2010: emergency department: ¿redness at prostatectomy incision site, mild dysuria x 2 days. Prostatectomy 10/29. Skin: vertical abd [abdominal] incision [with] mild erythema, small amt [amount] serous drainage at distal end. Impression: cellulitis at abd incision.¿ on (B)(6) 2010: microbiology, abdominal wound culture: ¿acinetobacter calcoaceticus, pseudomonas stutzeri group (two morphotypes).¿ on (B)(6) 2010: ¿incision on abdomen has slight surrounding erythema, extends maybe 5 mm in all directions. On very distal end, central area looks like it is attempting to granulate. Impression: cellulites abdominal incision.¿ on (B)(6) 2010: ¿had prostate surgery for cancer. Abd incision site is slightly red and erythematous. Impression/plan: cellulitis; add keflex.¿ on (B)(6) 2011: ¿little discomfort with palpation in lateral lower quadrants with l being slightly worse than r. Impression: gastroenteritis.¿ on (B)(6) 2011: ¿pt who has recurrent incisional hernia after multiple prior repairs, last in 2005. Pt had prostatectomy in 2010 with subsequent incisional infection and now has recurrent hernia in supraumbilical area. Also c/o [complains of] possible hernia in left flank incision from prior back surgery. Pt had prior open right inguinal hernia at the time of his last laparoscopic incisional hernia repair. Abdomen exam: multiple scars. Supraumbilical region shows healed incision with evidence of prior secondary intention healing. No signs of infection, although there is one area with mild erythema. Mesh palpable inferiorly and appears to be localized incisional hernia. Left flank incision extends to left lower quadrant ¿ possible small fingertip sized defect medially, reducible. No signs of infection but pt understands he¿ll have increased risk of infection, especially if his prior mesh infected after secondary wound healing from infection.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿fluid collection within the anterior abdominal wall mesh repair, may be infectious. Rectal wall thickening with perirectal fat stranding, likely infectious or inflammatory etiology.¿ on (B)(6) 2011: ¿obese, 2-inch incisional hernia in diameter that is red, and tender to touch. Plan: rule out bowel incarceration. CT abdomen; surgery consult. Addendum: CT shows abscess of abdominal wall. Surgery drained in ed.¿ on (B)(6) 2011: microbiology, abdominal wound culture: ¿no organisms isolated.¿ on (B)(6) 2011: incision and drainage ¿the anterior wall was prepped and draped in sterile manner. Local anesthesia was administered with 1% lidocaine around the abscess. Around 4 cc was given. Midline incision about 2 cm made directly over the abscess and was deepened through the skin, taking care not to make a deep incision through the fascia. Small amount of serous fluid was noticed to be drained. Wound was then packed with sterile gauze. Dressing applied. Culture swabs were taken.¿ on (B)(6) 2011: ¿post colon scope ileus.¿ on (B)(6) 2011: x-ray abdomen: ¿bowel gas pattern normal without obstruction or free air. Multiple surgical coils are seen overlying lower abdomen and pelvis suggestive of previous hernia repair. Impression: negative abdomen series.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿no free intraperitoneal air demonstrated. S/p prior intra-abdominal wall hernia repair with mesh. Minimal focal fat herniation along superior margin of mesh. A tiny l spigelian hernia contains fat, best demonstrated on images 61 and 62. No focal inflammatory process demonstrated. No focal abnormality evident within the solid organs.¿ explant preoperative complaints: on (B)(6) 2011: ¿has been sick past week and vomiting. After vomiting noticed a bulge in abdomen and associated pain. In ER bulge spontaneously reduced, pain decreased to 4/10, been consistent since. Abd: tender throughout which he relates to ¿flu.¿ large healed midline incision. Supraumbilical incisional hernia palpated with valsalva.¿ on (B)(6) 2011: ¿h/o [history of] open appy [appendectomy], ventral hernia repair with mesh 20 years ago, open prostate surgery in nov. Presents with pain, erythema in midline that is increasing in severity over last several days. Midline has been drained multiple occasions at multiple locations. Abdomen: palpable erythematous indurated skin 4 cm width. Tender. Location is midline superior to umbilicus.¿ ¿lesion was drained; no pus or serous fluid found. Only induration. No cultures taken. Packed with idoform [sic] and sterile dressing applied. <5 cc blood loss. Stable throughout. Pt sent home. Will proceed with mesh removal and component separation as scheduled.¿ explant procedure: incision of infect [sic] mesh, ventral hernia repair using stratus [sic] mesh. Explant date: (B)(6) 2011 [hospitalized (B)(6) 2011] ¿patient was brought to the operating room and placed supine on the operating table, prepped and draped in the usual sterile fashion. Once the patient was prepped and draped, using his old midline incision as a guide, incision was made in the midline just inferior to the inferior portion of the sternum down to approximately 5 cm below his umbilicus. Incision was carried out with electrocautery down into the fascia. Hemostasis was maintained. Old scar was excised in the process, as well as his umbilicus. We found the fascia and were able to enter the peritoneal cavity without injury to the bowel. There were several adhesions of the small bowel to the posterior surface of the anterior abdominal wall. These were taken down using blunt dissection and scissors. The bowel especially had adhered to the mesh, which did have some fluid around it, as well as some pus . The bowel was taken off the mesh, and then the mesh, using both sharp and blunt dissection, was moved from the anterior abdominal wall, removing with it some of the posterior recuts [sic] fascia. Both the gortex and duo-mesh were removed and sent to pathology as specimen . We spent an extensive amount of time doing lysis of adhesion from that area, and eventually had adequate separation from the anterior abdominal wall and the bowel. Next, the layers of the anterior abdominal wall were divided, dividing the anterior and posterior recuts sheaths from the rectus muscle. This was carried out laterally until there was an adequate space to place the mesh in a retrorectus location. We also made flaps immediately above the external oblique and underneath the subcutaneous tissue. Once we cleared and [sic] adequate space, we fit the stratus mesh in a diagonal fashion behind the recuts muscle. These were tacked with prolene sutures to the fascia using a suture-passing device, and 8 sutures were paced in the stratus mesh, which were used and tied down to the fascia. This was done after closing the posterior sheath with a prolene stitch. After the mesh was in place, the anterior rectus fascia was closed with prolene and it was able to be closed completely. There was some redundant fascia in the superior surface in the midline. Two #15 blake drains were left in the space just anterior to the fascia. These were placed through the skin in bilateral lower quadrants. Subcuticular vicryl sutures were placed to approximate the skin edges and the skin was closed with a running 4-0 vicryl stitch, and dermabond was applied.¿ records indicate a non-gore device was implanted during the (B)(6) 2011 procedure. Relevant medical information: on (B)(6) 2011: pathology: ¿specimen consists of two pieces of mesh with associated soft tissue measuring 8.1 x 4.2 x 2.0 and 13.0 x 7.0 x 3.0 cm. Largest fragment has an 8.0 x 6.0 cm area of soft tissue adheased [sic] onto the mesh with light blue suture . ¿ on (B)(6) 2011: discharge summary: ¿h/o 2 prior ventral hernia repairs, one with mesh. Seen in ER with wound over hernia. Found to have recurrent ventral hernia. After risks and benefits of repair were explained, pt provided informed consent for procedure. Hospital course: underwent open ventral repair with mesh. Intraoperatively, they found an infected mesh, which was removed. Pod #2 had abdominal binder, jp drains. Removed a couple sutures during this hospitalization as the pt had some drainage from the middle of incision. Wound was packed wet to dry. (B)(6) 2011 wound vac placed and d/c home.¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on a unknown date in 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, sepsis, infection. Additional event specific information was not provided.